Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, the sensor wire was missing. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).